Event description:
It was reported that the patient experienced an infection. The pacemaker was observed to have eroded. It is suspected that the patient experienced an allergic reaction to the pacemaker, or the patient contracted the infection during the initial implant procedure. The pacemaker was explanted and replaced and the right ventricular (rv) and right atrial (ra) leads were capped and replaced. The patient was in stable condition.